Manufacturer narrative:
Radiographs confirming the event were received. DHR review cannot be completed as the product has not been returned because the device remains implanted. Patient activity at the time or prior to the event is unknown. Patient's bone quality is unknown. The degree of spinal instability is unknown. It is unknown if the patient complied with post-operative care instructions or sustained a fall/impact of some sort. Review of labeling notes: warning cautions and precautions, "loosening, bending, dislocation, and/or breakage of the components, possibly requiring further surgery." The root cause of this reported event has not been determined.

Event description:
Patient's pathology necessitating initial surgery on (B)(6) 2016, was degenerative disc disease and central canal stenosis with facet hypertrophy. Patient had prior two level acdf. The posterior cervical c3- t2 construct disassociated bilaterally from the c3 and c4 laminar screws and c6 on the left side. Patient status is unknown. Surgeon is planning a revision surgery, but patient is out of state and may not come back for corrective surgery.